Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges the right arm on her husband's 1302 rts raised toilet seat is loose. Consumer believes the holes are too big. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 1302rts, serial number/date code unknown. The owner's manual part number 1167433 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.